Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor fractured, distal conductor stretched, lead flexed, blood on all conductors, inner insulation kinked buckled, all insulators torn, and outer insulation cosmetic depression; partial lead in segments returned and analyzed.

Event description:
It was reported that the atrial lead had high impedance of greater than 2500 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".